Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the working channel sleeve protruded, confirming the complaint. The tips of the protruding sleeve were frayed. A functional assessment was performed and maximum working channel sleeve protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. However, due to the amount of protrusion and the collapsed tip of the working channel sleeve, it is likely that the motion applied by the cutting fixture removed and stretched the working channel sleeve. The total, stretched working channel sleeve length was measured. The unbonded length measurement was not able to be taken, but based on the typical length of an un-stretched wcs and the witness marks on the pebax, the unbonded length was estimated. Witness marks were noted on the pebax. The white and clear areas along bond "a" appear to show evidence of adhesion. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an electrohydraulic lithotripsy (ehl) procedure performed in the bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded from the tip. Additionally, the tip of the scope channel became flattened. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event.